Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in hospital with shortness of breath. Upon interrogation, the right atrial lead exhibited loss of capture. X-ray confirmed the lead had dislodged. The lead was explanted and replaced on (B)(6) 2014.